Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down buttons on their device's keypad was intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product involved with this complaint has been requested to be returned to animas for product analysis. At the time of this report the device has not been returned. If and when the product is returned to animas, product analysis will evaluate it and a follow up report will be submitted pertaining to this event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings:during a visual inspection of the pump, no damage was observed to the keypad. During testing, the up arrow, down arrow, and contrast keypad buttons elicited an intermittent response. The ok keypad button responded properly. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the pump display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.